Manufacturer narrative:
The returned device was evaluated and performed as designed. A kinked cannula was observed, but it is considered to have occurred post use. Had it occurred during use, there would have been pressure built up in the fluid path resulting in a rapid increase in pulse widths and/or an occlusion alarm being generated. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that blood glucose level (bg) reached >500mg/dl, and did not feel the pod was delivering insulin. Once the pod was removed the cannula looked bent. The pod was worn between 24 and 36 hours.